Event description:
It was reported that the right atrial (ra) lead exhibited high threshold the morning after implant. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5086mri52 implantable pacing lead, implanted: (B)(6) 2013; product ID a2dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).